Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for post laminectomy pain. Information was reported that the patient stated in the past she would get tiny jolts from her ins. The patient stated over the weekend she was out to eat with her family and got a huge jolt that last about 3-4 hours. The patient stated then on the same day when she was in bed she got another jolt, but it did not last as long. The caller stated she had her hip replaced on (B)(6) 2019 and she noticed the jolts after and has been experiencing some soreness. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer 2019-03-05. It was reported the patient had total hip replacement (B)(6) 2019. Before that time, once in a great while they would have small surges, few deep. Before call, they had a huge surge that lasted for several minutes and then went to normal. The next day there was another one lasting a minute. Since then, they have had a few mild ones. They assumed just having hip replacement might have gotten that area out of alignment. They did not do anything to correct. To resolve the jolts, they let nature take its course. They still have little surges that don't last. The patient's weight was (B)(6). No further complications were reported/anticipated.